Manufacturer narrative:
(B)(4). The device was discarded by the user facility. The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that during insertion the needle hub broke. A new device was used. No report of patient injury or fragmentation of device.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and it did not reveal any manufacturing related issues. The probable cause of the broken needle hub could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that during insertion the needle hub broke. A new device was used. No report of patient injury or fragmentation of device.